Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Photo evaluation: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: capsular contracture (grade ii), rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the left side ruptured, and issue with capsular contracture baker grade ii after implantation. Physician confirmed upon examination along with mammogram and ultra sound reports left breast implant rupture. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), and right replaced with catalog number 3504001bc, serial number (B)(4) on (B)(6) 2019.